Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: redo left l4, l5 hemilaminectomies. L4-5 interbody arthrodesis. Placement of pioneer peek interbody cage. L4-5 instrumented fusion using the spinal system with peek rod. Use of local autograft and bone morphogenetic protein. Pre-op diagnosis: lumbar spondylosis. L4-5 degenerative disk disease. Left l5 and possibly l4 radiculopathy. Left l4-5 lateral recess stenosis. Obesity. History of left open l4-5 hemilaminectomies and foraminotomy. As per op-notes: ".. A 12 mm spacer was inserted into the l4-5 interspace and found to be the proper size. A 12 x 26 mm pioneer peek graft was then filled with morselized autograft and a bmp sponge. This was inserted into the interspace and tamped into position using a mallet. It satisfactorily crossed the midline. Lateral x-ray showed excellent placement of the graft and pedicle screws as well as the peek rod.. The patient was then taken back to the recovery room in stable condition.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.